Manufacturer narrative:
The field service representative (fsr) inspected the module, performed troubleshooting including probe replacement and removal of a clog from the r1 wash cup tubing. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one patient. The following data was provided (normal magnesium reference range 0.7 to 0.85 mmol/l): sid: (B)(6) initial result 0.44, auto rerun 0.71 and 0.7 (reported), rerun on another instrument (B)(6) and the result was 0.45 and 0.44. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.